Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker.

Event description:
It was reported that the customer was experiencing blood glucose in the 400 to 500 mg/dl range. The customer also stated there was damage on the insulin pump and the reservoir compartment was falling apart. Her blood glucose was 224 mg/dl at the time of the reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.